Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on both yaw pulleys in the space between the grips. The instrument passed the electrical continuity test. Sparks probably occurred due to thermal damage. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no damage observed after the event, and it was grasping and cauterizing task when event occurred. Maryland bipolar (3rd arm) and fenestrated bipolar (1st arm) were other instruments in use. It was force triad generator in use with 60 w settings. There was no patient injury and the surgeon believed that arcing occurred at the base.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with the reported instrument and no obvious physical damage observed to the instrument.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument exhibited sparking. The procedure was completing as planned with no reported patient injury.